Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The adhesive on bending section cover had a chip. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending section cover was scratched, angulation lever was deformed, due to wear of angle wire, the bending angle in up direction did not meet the standard value, protector of universal cord on control section side was scratched, label on lens guide connector was peeled, indication on light guide connector was not correct, lens guide cover glass was deformed, video connector had a scratch, and angulation lever was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope bending section cover adhesive was chipped. During evaluation, the following reportable issue was found that the tip of the objective lens adhesive peeled off. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event of ¿glue of the objective lens section was peeled off¿ was confirmed. The probable cause was determined to be due to stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instructions, operation manual identifies the following related verbiage under ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3 which describes how to inspect for the subject event as below which could help detect the phenomenon: ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.